Event description:
It was reported to boston scientific (bsc) on 3/13/2007, that a customer encountered problems during use of a stent. The following information was reported to the manufacturer: this event involved a patient with a diagnosis of incidental giant wide neck cerebral aneurysm, located in segment c2 of the left internal carotid artery siphon. Angiographic evaluation was performed and the patient was elected to undergo a procedure for "reconstitution of giant aneurysm neck". The stent (device in question) and introducer system were then selected and prepared. During the procedure: the physician prepared to deploy/release the stent (device in question) by advancing the stabilizer to match the tip of the stent with the marker band. The physician then attempted to withdraw the 3 fr catheter over the 2 fr stabilizer (both part of the stent system). There was a backward migration of the system, and a partial (1/3 of distal end) stent (device in question) deployment into the aneurysm sack. It was reported to bsc that the stent (device in question) was removed from the patient without any medical complications. Patient has been rescheduled for another procedure.